Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the balloon prior to use in the protective sheath; however, this was not noticed until the stent delivery system (sds) had been advanced into the patient on angiography. The sds was removed from the patient and the stent was found inside the protective sheath. No patient effects were reported. No additional event or patient information is available.